Event description:
It was reported that, the patient underwent an unspecified plif using rhbmp-2/acs. Post-op, the patient had "a bone overgrowth causing inflammation and radiculitis. I have also developed sensory poly neuropathy; which is believed to possible caused by a foreign substance in my body."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.